Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead was disconnected from the device and tested with a pacing system analyzer which yielded normal results. The ra lead was reconnected to the device and remains implanted and in service. No additional adverse patient effects were reported.